Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s). We got an email from a customer that is having an issue with a flowflex plus covid 19 and flu a/b antigen test kit. The customer just purchased the test kit, so this is an out of box issue. When the customer performed the test correctly on her child, the child got a negative test result for flu a. The child tested positive for flu a at the doctor's office the same day. The customer has thrown away the box and test cassette in question. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.